Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A purchasing coordinator reported laser assisted flap treatment was changed from 9.5 to 9.additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company's acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. With the information provided, the root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).